Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic abdominal hysterectomy, the tip of the device broke off in the patients abdominal cavity. The piece was found and retrieved. A new device was opened in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one scd396 device was returned for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off. The broken tip was returned with the device. The reported condition was confirmed. Further investigation revealed that the dissector tip came in contact with a metal object (hemostats, clips, staples, retractors, etc.) During activation. This contact caused the waveguide to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. A corrective action was issued but no corrective action was required because of the type of device and clear use warning in the IFU. If information is provided in the future, a supplemental report will be issued.